Event description:
A pt reported they were unable to receive a reading on their one touch ultra meter due to the meter allegedly having missing segments. Pt had symptoms of dizziness, extremely weak and pain in the left side. Pt later went on to state the pain in the left side could be associated with gal bladder. The pt reported that they were seen in the ER for a blood glucose test due to display issue. Pt was tested at the ER, but results were not reported. Treatment was IV glucose in the ER. No further info has been reported. No serious injury.